Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 600 mg/dl. Reportedly, the customer was no longer using the normal lantus insulin, and the customer's body was having trouble adjusting to the new insulin (novolog). To address the bg level, the customer delivered a correction bolus via the insulin pump. Several hours later, the customer called back with a bg level of 400 mg/dl, as the customer did not take long acting insulin overnight and did not wear the pump over the night. A correction bolus was addressed to address bg level.